Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 211 mg/dl (aviva combo) and 113 mg/dl (aviva). No death or serious injury reported. Requested return of suspect device and replacement was sent.